Event description:
It was reported the patient had poor pain control. An x-ray was taken and the results indicated the leads had migrated and one lead may have been non-functioning. The leads were replaced and the patient recovered without sequela. It was noted the event was related to the device or therapy but not related to the implant procedure. The severity was listed as "moderate."

Manufacturer narrative:
Extension model 748925 (B)(4) implanted: 2005-(B)(6), extension model 748925 (B)(4) implanted: 2005-(B)(6), programmer model 7435 (B)(4), lead model 389133 lot# j0519296v implanted: 2005-(B)(6) explanted: 2005-(B)(6), lead model 389133 lot# j0519296v implanted: 2005-(B)(6).